Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations.  The software is functioning as designed, and no faults have been found. Our efforts to reproduce the reported issue were unsuccessful, indicating that the software is operating as expected. The relevant system requirements specification (srs) documents referenced are: * 4216704: the cp app software will update all individual patient alert types within the group to the ""on"" state when the master toggle control for a patient alert group is changed from ""off"" to ""on"" on the patient settings screen. * 3243423: when the ""yes"" control is selected on the unsaved changes confirmation message, the cp app software will navigate to the patient settings screen. * 3453958: the cp app software will request the latest data from carelink when a push notification is received and the cp app is in the foreground and will display the data within one minute. The steps we took to reproduce the issue were: # login to the cp 2.2.0 app with a user whose data has already been synced. # click on the gear icon located in the top right corner. # turn on the notification group toggle and save it. # generate a notification for the on notification groups. # observe the notification banner in the app. Cause of the issue: the user had not enabled the respective notification settings in the app. We have recommended that the user check and enable their notification settings in both the app and on their device, and try again. After following these suggestions, the customer confirmed that they received the notification banner and sound after enabling the notification settings. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to additional manufacturer narrative has been updated and provided in h10 section of this report. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5, g2 and h8 section.

Event description:
Information received by medtronic indicated that the customer could not hear notification sound from carelink connect app. Customer sated that they receive notification with out any sound. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that audio/vibrate anomaly/absence of alarm occurred. There was no adverse impact or consequence reported as a result of this event.